Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak at the front of the unicel dxh 800 coulter cellular analysis system by the blood sampling valve/aspirate probe area. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they replaced the nucleated red blood cell (nrbc) mixing chamber. Bec field service engineer verified instrument operation.

Manufacturer narrative:
Evaluation - results: mixing chamber. Bec identifier for this complaint is (B)(4).